Event description:
It was reported that a remote transmission revealed the patient received inappropriate atp and hv therapy for supraventricular tachycardia misdiagnosed as ventricular tachycardia. The patient was in atrial fibrillation with intermittent ventricular conduction. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the device was reprogrammed.